Event description:
Pt experienced pocket fill of morphine on attempted pump refill by home health care agency. Pt lost consciousness, and had to be admitted to the hosp where she was intubated. Pt remained in the hosp for 3 weeks, was discharged, and is presently at home. Pt is presently experiencing some weakness in her legs that was not present before the event. Pump remains implanted in the pt at this time.